Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they received a shock in the middle of the night from his interstim. The patient turned their device off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicates information reported previously reported pertains to manufacturer¿s report #3004209178-2017-26149. Any additional information will be reported under 3004209178-2017-26149.